Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument found the handle to be damaged. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. It was reported during inspection, it was noticed that product was damaged. Additional information was requested about the failure and no additional information was received. Examination of the returned instrument found the threads on the impactor to be damaged with a piece broken off. The complaint sample consisted of (1) pinn straight cup impactor, date code nt0109. The date code indicates the instrument was manufactured in january of 2009 and is over 9 years old. A search of the complaint database found similar reports and the root cause was attributed to use error. This type of thread damage is typically caused when the item is impacted when not fully threaded into the mating item. The load of the impact is transferred to the threads rather than the shaft. Based on the age and condition of the instrument, the root cause will be attributed to use error and heavy usage. Based on the investigation a need for corrective action is not indicated. Continue to monitor through post market surveillance (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During inspection, it was noticed that product was damaged. Investigation revealed it was broken.